Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to rough handling. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history record and complaint database could not be performed since the lot number was not provided.

Event description:
The account reports that the locking mechanism broke after being in the patient for approximately a month. The device was removed and replaced. No patient injury reported.